Manufacturer narrative:
On may 6, 2025, mentor became aware that under previous follow up report number 1, the following information was inadvertently missed: - patient also experienced bilateral ptosis in addition to left side rupture per information received on april 30, 2025. Reason for device explant and/or reoperation: left rupture, and ptosis. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This supplemental medwatch report is for the patient¿s left-sided device. Right side complication is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 30, 2025, mentor became aware that the patient also experienced dissatisfaction with cosmetic appearance in addition to left side device rupture, and device was discarded since it was completely disintegrated upon explant. Photos could not be taken as well. Patient underwent bilateral replacement surgery with catalog number 3504004bc; serial number (B)(6) on the right side, and with catalog number 3504004bc; serial number (B)(6) on the left side on (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 61-year-old female patient underwent primary breast augmentation with unknown size unknown gel implants and experienced breast implant rupture on her left side postoperatively; diagnosed via MRI. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for replacement surgery on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot, and serial number for the device involved in the event was not provided, the full UDI is currently not available. D6b explantation date: (B)(6) 2025. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).